Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vessel sealer extend (vse) for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the instrument (pn 480422-01/lot # m91220302-0261) associated with this event was performed. Per logs, the instrument was last used on (B)(6)2022 on system sk3204. This is a single use instrument. The total procedure duration was 3 hours 31 minutes. Refer to the report with patient identifier (B)(6) for the information on the other vse with the same problem during the event. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was reported that the instrument grips did not open and/or were clamped and could not be opened with the use of the emergency grip release function. Medical intervention may be required in the event that the endowrist vessel sealer fails to unclamp from tissue when commanded by the user or system. Additionally, the procedure was delayed by more than 30 minutes. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the first vessel sealer extend (vse) instrument used got stuck on tissue and it was not possible to open or move it. The vse instrument was blocked, and a message was displayed asking to press the inversion pedal. The site opened the vse instrument manually by applying force to the opening latch. A second vse was used, and again during the operation the same problem occurred. The instrument was blocked on an organ and the same error message on the robot was displayed. The procedure was completed with no patient injury and with a delay greater than 30 minutes. Intuitive surgical, inc. (Isi) followed up with the initial reporter, but they were not able to provide additional information about the incident.

Event description:
Refer to follow-up information.

Manufacturer narrative:
The vessel sealer extend instrument has been returned and evaluated by the failure analysis (fa) team. Fa investigation did not confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, the jaw ceramic dots were present. The instrument passed electrical continuity. Energy was delivered without any issues and passed the cut test. The knife slot measured at 0.028¿ and the jaw gap verification passed at 0.003¿. The grip force test was performed and passed at 7.69 lbs in the straight orientation. No errors occurred during in-house testing. Additionally, the instrument was found to have a dislodged blade based on log review and it was observed during in-house inspection. Visual inspection showed that the blade was exposed approximately 0.098" outside of the blade garage. No conductor wire damage or snake wrist damage was found. There was significant bio debris found at the instrument tip. A review of logs showed 1 blade exposed failure, error code 22025 indicating "vessel sealer extended blade jammed on usm3." After manually retracting the blade, the instrument was placed on the in-house system and passed the self-test. The instrument was found to have initialization failures during in-house testing, likely caused by the dislodged blade. The instrument was placed on the system and failed self-test on multiple attempts. The instrument knife was manually driven out for inspection and was found with a bent knife cable.